Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was broken the tip of the drill and remain in the broken part of drill in a bone during procedure. So removed the broken part from a bone after removing screw and plate.